Manufacturer narrative:
Product complaint # (B)(4). Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthese has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthese or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that the inner sterile package had a hair under seal on foam insert.

Manufacturer narrative:
Product complaint # (B)(4). Investigation summary the device was not returned to depuy synthes for evaluation, however photos were provided for review. Review of the provided photos revealed a hair under the seal over the foam. The report allegation can be confirmed, however is not possible to determine the open condition of the sterile packaging. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. Device history lot the device lot number is unknown, therefore a device history review could not be performed. If more information become available, the record will be re-assessed.